Event description:
A report was received that during a lead revision due to inadequate stimulation, the physician repositioned the ipg due to patient discomfort. The ipg was repositioned in the same pocket and the patient was reportedly doing well following the procedure.